Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt had a return in leg pain over the last couple months and also that leg was weaker. For the past 5 weeks prior to the report, the pt had been having unbearable pain in her knee and inner thigh, with extreme weakness in the same leg. Recent x-rays of the device from a couple weeks prior to the report were compared to x-rays from the previous year and appeared to show the device had shifted some and there were "two little pins on side" of the unit that "have migrated across si joint and now a couple inches medial to the unit". It was further noted that it appeared that some hardware from the unit had "broken away" and has been traveling" in the pt's back and isn ow very close to the spine. There was no known accident or incident related to the event. The pt was referred to a pain specialist as because the unit had moved and was sitting on the nerves in the si area. The implantable neurostimulator (ins) was turned off. The pt was scheduled to be seen on (B)(6), by the new pain specialist. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). No medwatch form was received from the user facility, therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of info not being provided by the reporter. Despite attempts to obtain such info from the reporter, medtronic is unable to complete form 3500a."